Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product returned. Pump suction - after 37 days on support, the patient had multiple suction events, p-level was decreased and the pump was repositioned. Data logs for this occurrence data were not recovered. The cause of the pump suction was not determined due to no product returned, insufficient data logs recovered, and insufficient clinical details. Device in wrong position - after 37 days on support, the patient had multiple suction events, p-level was decreased and the pump was repositioned. The pump now was listed as left ventricle 4.9-5.2cm. Two days prior, ventricular waveform was noted. Data logs for this occurrence data were not recovered. The cause of the device in wrong position was not determined due to no product returned, insufficient data logs recovered, and insufficient clinical details. Purge pressure low - after 72 days on support, visible linear crack on purge male port. The automated impella controller (aic) was alarming low purge pressure (pp). Data logs for this occurrence data were not recovered. The cause of the purge pressure low was not determined due to no product returned, insufficient data logs recovered, and insufficient clinical details. Product damage (purge cassette crack) - after 72 days on support, visible linear crack on purge male port was reported. The aic was alarming low pp. Data logs for this occurrence data were not recovered. The cause of the product damage (purge cassette crack) was not determined due to no product returned, insufficient data logs recovered, and insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Event description:
The complainant reported that there were suction events, positioning issues, low purge pressure and product damage during impella 5.5 patient support. While on support, the impella required positioning due to noted ventricular waveform. The patient experienced multiple suction events. The p-level was decreased and impella pump was repositioned per the managing physician. There was a visible linear crack on the purge male port. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.